Event description:
The reporter stated that while on vacation the patient experienced blood glucose (bg) of 350 mg/dl with ketones and he "felt sick". The reporter noted that they were vacationing in an area with higher elevations, and that the patient had recurring air bubbles in the cartridge and tubing the entire time they were there. The reporter stated that the patient's elevated bg was treated with correction injections, and there was no reported medical intervention. The reporter noted that upon returning home, insulin pump therapy continued and the air bubble issue resolved. Air bubbles in the system may lead to under-delivery of insulin. The reported air bubble issue was likely due to the patient being in an area with higher elevations. This complaint is being reported because of the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.